Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient was 60 years old at the time of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving vendal (10,0 mg/ml, 6.007 mg/day plus bolus 11,850 mg/day) and clonidine (75,0 ug/ml, 45,051 ug/day plus bolus 88,872 ug/day) via implanted infusion pump indicated for chronic low back pain. It was reported that the patient had follow up for refill on (B)(6) 2024. On that day, he was in good pain condition. The hcp detected a difference between aspiration volume (7,2 ml) and rest volume (1,1 ml) that was shown on the clinician programmer tablet. The patient had another follow up on (B)(6) 2024 and mentioned that since the last refill he heard a peep-tone every 10 minute at home. The patient had an MRI on (B)(6) 2024. At the follow-up refill session on (B)(6) 2024, the hcp read out protocol, pump logs and did reprogramming. The hcp made another appointment with patient in two weeks for an additional check. The issue was not resolved at time of report on (B)(6) 2024. The patient's status at time of report was alive - no injury. According to the attachments provided, the motor stall on (B)(6) 2024 occurred at 06:59 and recovered on (B)(6) 2024 at 07:10. Another motor stall recovery was noted on (B)(6) 2024 at 08:10. The logs reported that error codes 529 pump motor stopped and resumed operations and 236 low reservoir alarm occurred. The low reservoir alarm had occurred on (B)(6) 2024 at 08:19, (B)(6) 2024 at 20:52, (B)(6) 2024 at 09:30, and again on (B)(6) 2024 at 09:38. According to the report from (B)(6) 2024, 5 ml of residual volume was punctured, the pump was refilled with 20 ml of vendal (400 mg) and 20 ml of clonidine 0.015%. The basal rate of 6 mg/day was left the same. The bolus was 1 mg with a blocking period of 2 hours, up to a maximum of 6 x daily. According to the report from (B)(6) 2024, 6 ml of residual volume was punctured and the pump was refilled with 20 ml of vendal (400 mg) and 20 ml of clonidine 0.015%. The basal rate of 6 mg/day was left the same. The bolus was 1 mg with a blocking time of 2 hours, up to a maximum of 6 x daily. According to the report from (B)(6) 2024, 7.2 ml of residual volume was punctured (according to the reading, 1.1 ml of residual vol ume), the pump was refilled with 20 ml vendal (400 mg) and 20 ml clonidine 0.015%, the basal rate of 6 mg/day was left the same, the bolus was 1 mg with a blocking time of 2 hours, up to a maximum of 6x daily. According to the report on (B)(6) 2024, the patient's pump was refilled on (B)(6) 2024, at home the pump began to alarm, this was already the case with the patient with the last recommendations. The last minutes of the meeting showed a planned alarm time of (B)(6) 2024. In addition, there was a significant difference between the displayed value and the actual defect in the last filling. No further information was received.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Coding was updated to reflect the new rfr code for low reservoir alarm after refill and the coding for this new rfr was updated from the a810 to the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.